Event description:
It was reported that the ventricular lead would not pace. Thresholds were higher than 6 v, and r waves were 2.0 mv. Lead repositioning did not result in adequate thresholds, so the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.